Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler sureform (sf) 45 white reload accessory was analyzed and during in-house inspection, the reload cover was removed and found the shuttle to be in the middle and not at the distal end which is indicative of a firing failure. The reload was found with cartridge damage along the knife track around the area where the shuttle stopped. There was no missing material. The blade was not found to be exposed at the point of failure. The blade appears to have rotated forward and towards the left inner track wall, deforming the cartridge material. Skiving marks were observed to the proximal end of the inner track on both sides of the reload and became more severe as the shuttle assembly was pushed forward by the I-beam, despite the rotation of the knife. The reload was cut open to inspect internal components. Upon disassembly, it was revealed that the shuttle knife seat had been breached by the proximal end of the knife base. All shuttle fragments appear to be retained and no cartridge material appears to be missing. At some point, the left knife leg was dragged along the inner track wall, resulting in a slight bend of the left knife leg. The shuttle assembly was removed and the knife cutting edge was inspected. No mechanical indentations to the blade were noted, indicating the rotation of the blade was not likely caused by a previous staple line. The break of the shuttle is indicative of high loads on the reload. The complaint was confirmed by failure analysis. A review of the video clip was conducted and the following additional information was provided: in the first video, the surgeon was dissecting the pulmonary vessel and placing a vessel loop prior to inserting the curved tip sureform 45 with a white reload at 1:11:50. At 1:12:44, the surgeon started the fire. The stapler paused for compression at 36mm and a few seconds later, the "tissue too thick to continue" error message appeared. For the duration of the first video, the team appeared to be preparing to unclamp the stapler. At the start of the second video, all instruments had been removed and the team was redocking the robot. Roughly 4 minutes into the video the surgeon goes back to the vessel, and it appears that the majority of the staples from the previous fire were in the lung parenchyma. Based on this observation, the ttttc error could have been from the surgeon accidentally grasping the lung parenchyma when attempting to clamp on the vessel. At minute 6 of the video, an ethicon stapler was used to complete the transection of the vessel and the procedure continued.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the sureform (sf) white reload had a cutting issue. A third-party product was used to proceed. Following this, the user continued and completed the procedure with no further issues reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when cutting a pulmonary vein by using white reload with an sf45 stapler curved tip, the message "tissue too thick to continue." Was displayed and the cutting stopped midway. The instrument and reload were inspected prior to use and no abnormalities were observed. The second stapler fire was involved in the reported event. The stapler instrument did not work at all. There were no problems with the operation. The issue occurred during the stapling of segmental veins in the lungs. The tissue was not calcified, did not get exposed to any radiation or chemotherapy prior to the procedure, and had no tissue tension and no tissue bunching. Stapler had a partial fire issue. The stapling issue did not result in malformed or unformed staples, exposed blade, staples missing from the staple line, holes/gaps with the staple line, and it was not stuck to the tissue. The "tissue too thick to fire" error message was generated when the stapling issue occurred. The surgeon did not encounter any obstructions with clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. No buttress material was used. The surgeon did not experience any clamping issues prior to firing the stapler reload. No bleeding was observed on the staple line due to the stapler issue. There was no unplanned tissue removal due to the stapler firing failure. The stapler was fired again. No injury to the patient was observed. Further information provided states that the instrument was inspected prior to use and no damage was observed. Segmental excision of the pulmonary vein was being performed with the instrument when the issue occurred. The issue with the instrument did not occur after a system fault. The target tissue was the pulmonary vein. The jaws were stuck on tissue when the issue occurred. The surgeon/operating room (or) staff was able to successfully open the jaws intraoperatively and release the tissue using a manual release knob (mrk). Unclamp failure did not occur after firing the reload or following an aborted clamp attempt. The procedure was completed robotically with the same system. Another stapling was performed with a third-party stapler.